Event description:
It was reported that the reference on the device label was different than the inner product. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection showed that the reference of label 422.221 was different than inner product 422.250; both packages had incorrect labels from another product and batch. This condition was missed at self and final inspection. The line clearance was not carried out as per the valid control document. It was determined that this event was caused by human error. This complaint is valid. As the products in the packages are completely different that the descriptions on the labels, an unforeseen use of a wrong product on the patient is not possible. Twelve pieces of the concerned lot were produced in april 2011 and all of them were distributed until may 2011. Until this incident, this is the first complaint. Based on these findings, a field action was not implemented.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).